Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the lead displayed an increase in threshold at the time there was high impedance. It was also reported there was a possible lead fracture. The patient is one hundred percent sensed and not dependent on the implantable pulse generator (ipg). The lead remains in use. No patient complications have been reported as a result of this event.